Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
On (B)(6) 2013, it was reported that the patient had experienced elevated blood glucose levels. The patient changed the infusion device's accessories, but his blood glucose levels remained elevated. He stated that bolusing with the infusion device was not correcting his blood glucose levels. The patient gave himself and injection of insulin and his blood glucose levels returned to normal. The patient began using a replacement infusion device and his blood glucose levels stabilized. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and was requested to be returned for product evaluation.

Manufacturer narrative:
The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The alarm functions of the insulin pump were tested within the alarm function test on the diagnostic test system and meet the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.